Event description:
The customer is claiming that the potassium quality control results were out of range low when using the clinical chemistry serum ict calibrator, lot# 0505017. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.